Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025, it was reported that the user¿s ilet display stopped functioning. The user stated there was no visible surface crack, but the led beneath appeared broken, and the screen no longer worked. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.